Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the a.t.s. 4000 serial number (B)(4) by zimmer biomet (B)(4) on 05 december 2019 revealed that the unit could not stop blood flow due to a defect of the lop sensor. Repair of the device was performed by zimmer biomet (B)(4) on 05 december 2019 which included the lop sensor being fixed. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the ats4000 was need of repair for cannot stop blood flow. Event occurred during surgery; no harm and no delay reported. During the investigation, it was found that the lop was giving incorrect pressure readings to the user. No adverse event was reported as a result of this malfunction.